Event description:
Customer's mother reported a motor error alarm during a bolus. The blood glucose reading was 440 mg/dl. Customer was treated with manual injection. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Customer declined to troubleshoot for high blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed test. No motor error alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.